Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form at the tip part upon first inflation at 6 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.